Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a history of anti-d.

Manufacturer narrative:
Review of results images: testing with crrs 3 on the echo showed all negative results. Return and retention testing: a known anti-d positive sample was tested using returned capture-r ready screen 3 (crrs3) lot r081 and retention crrs 3 lot r081. The reactivity of the d antigen was confirmed on the returned and retention crrs 3 plates. An antibody screen was performed by manual capture using retention crrs3 lot r081 and returned crrs 3 lot r081. The returned patient sample was tested. There were no reactions on any cells of the returned or retention crrs 3 plates. An antibody screen was performed on the echo using retention crrs3 lot r081 and returned crrs 3 lot r081. Returned sample was tested. Retention crrs 3 resulted 2+ on cell 1 and 3+ on cell 2. Returned crrs 3 resulted positive 3+ on cell 2. The event appears to be related to the nature of the sample.